Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, the device was interrogated and the diagnostics had been cleared by the device. The clearing of the diagnostics caused the device to increase the atrial output. The device was reprogrammed and the patient was stable.